Event description:
Vague report of a pump issuing failure code 533:320:717:0000 during clinical use. No additional clinical information was available. The failure code will result in an audible and visual alarm and stop all channels in use. No patient injury or compromise reported.